Manufacturer narrative:
Section h6: health effect - impact code corrected . Manufacturer¿s investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision b is currently available. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
The onset of the patient's outflow graft obstruction in 2022 is reported under MFR #: 2916596-2024-06285. The patient's (B)(6) 2024 admission is reported under MFR #: 2916596-2024-01796.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 for fluid overload with lower than usual pump flow at baseline pump speed of 6000rpm. Pump speed was uptritrated to 6500 revaluations per minute (rpm) to keep pump flow greater than 4 liters per minute (l/min). Computer tomography (CT) aortogram was performed on (B)(6) 2024 and showed outflow graft obstruction progressively worsened since 2022 and planned for outflow graft stenting. The patient underwent outflow graft stenting on (B)(6) 2024. Pump flow achieved 4.7l/min at pump speed of 5300rpm post. The patient was discharged home well on (B)(6) 2024.